Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided). Customer alleged the cause of the elevated bg was due to the infusion set: however, no specific device issue was reported. Customer delivered a bolus via the pump and went for a walk to address bg. Customer removed infusion set site. At the time of the report, customer's bg was 147 mg/dl. Customer declined tandem technical support's offer to troubleshoot.